Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet 3i screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet 3i screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root causes determined from the investigation are missing or confusing instructions for use, abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the screw is loose in the patient's mouth at tooth site #20. The crown is loose, but the implant is stable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). A3: patient sex unknown / not provided a4: weight unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided d10: xifnt411, osseotite tapered certain implant 4 x 11.5mm/lot number unknown/not provded e1: address unknown / not provided g4: PMA/510(k) number not available it is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.